Manufacturer narrative:
No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the reported reamer interfered with a nail when the surgeon tried reaming for recon locking. The surgeon still inserted the reamer forward in spite of the interference, which led to a breakage of the reamer. The surgeon could not remove broken tip of the reamer and it was eventually left in the patient¿s body. There was twenty (20) minutes delay in the surgery. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Patient information is unknown. Implant and explant dates: device is an instrument and is not implanted/explanted. PMA 510(k): device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product investigation summary: only the reamer (03.010.368) was received for investigation: dimension- the entire tip with two different diameters is broken off. The broken off fragment of approximately 25mm length is not available for investigation. At the remaining working end the drill bit shows damage and wear on all cutting edges and flutes. Therefore, the dimensions cannot be checked to the specifications anymore. Material and manufacturing- the examination of the manufacturing papers and the raw-material testing certificate showed no deviations regarding dimensions, material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the international standards for stainless steel. Lot u134816 was manufactured in june 2011 in a quantity of (B)(4) pieces and there were no issues during the manufacturing of the product that would have caused the complaint condition. Conclusion- the reamers are multiple use instruments, hence the condition of the cutting blades before surgery are unknown. The leaflet ¿important information¿ sent out with depuy synthes instruments describes the recommended instrument inspections on reprocessing procedures before surgeries for reusable devices. Without having all used instruments at hand (i.e. The aiming arm and insertion handle), a final answer to functionality of the used instrumentation cannot be made. However, the degree of damage supports the application of excessive force during surgery. The technique guide states: ¿do not exert force on the aiming arm, protection sleeves, drill sleeves and trocars. This force may prevent accurate targeting through the proximal locking holes and damage the drill bits.¿ moreover, evident signs of excessive force that led to the significant deformation indicate a misalignment of instruments/implants, also supported by written customer statement that ¿the reported reamer interfered with a nail when the surgeon tried reaming for recon locking. The surgeon still inserted the reamer forward in spite of the interference, which led to a breakage of the reamer.¿ the root cause of the reported problem cannot be finally assessed due to the above stated reasons. We consider that the reamer in question got damaged during mechanical overloading situations and based on our investigations a product related fault can be excluded. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.